Event description:
Pump programmed incorrectly as other rx concentration "0.-" mg/ml when in fact the concentration was 1 mg/ml. Facility needs an FDA approved pca vial of dilaudid so that a specific dilaudid program can be a choice.